Manufacturer narrative:
Device is a combination product. (B)(6). (B)(4). Device evaluated by MFR: promus element,mr,ous 2.25x16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. Proximal stent struts were pushed distally and were overlapping and bunched. The crimped stent outer diameter of the undamaged portion of the stent was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found of the hypotube found multiple kinks along the hypotube. A visual and tactile examination of the shaft polymer extrusion found a mid-shaft and corewire kink 10mm proximal of the wire exchange port. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 2.25x16mm promus element¿ drug-eluting stent was advanced however, it failed to cross the lesion and the shaft was broken. The device was completely removed as a whole and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.